Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and a constant tone. The patient¿s blood glucose level was 209 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test , rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to frozen display.